Event description:
Upon removal of the foley catheter, a slit in the balloon was noted. Because of this, a cystoscopy was performed. There was no evidence of injury or foreign body, and strong bilateral jets were noted from the ureteral orifices.